Manufacturer narrative:
The pump along with the tubing involved has been returned for evaluation, however, the evaluation has not yet begun. Once the evaluation is completed, a follow-up report will be filed.

Event description:
The facility's rick manager reported an overinfusion during clinical use. The medication being infused was a 500cc bag of lactated ringers with 30 units of pitocin added. The pump was programmed to infuse 2 microunits every 20 to 30 minutes. The infusion was started at 9:25 am, and at 1:00 pm, when the nurse checked the pump, it read 479cc left to infuse, but the bag only had 50cc's left in it. Despite baxter's efforts to obtain additional information regarding pump programming and set-up information, specific patient details, tubing product code and lot number being used, and medical intervention, no further information was available. Alternate contact information was requested but no alternate contact was identified. No medical intervention was needed and no patient injury resulted and there is no adverse outcome associated with this report.